Event description:
Additional information was received which reported that prior to the patient¿s revision, the patient still had pain at the battery site and pelvis with no results after additional reprogramming on (B)(6) 2013.

Event description:
It was initially reported that the patient was having pain at implantable neurostimulator (ins) site. It was stated that the patient was not sure if it was due to implant surgery or not. The symptoms occurred following an implant. Follow up information from the healthcare professional (hcp) reported that the cause of the event was that settings were too high and the patient experienced pain at the wire placement and battery sites. The patient was reprogrammed and settings decreased at that time with the result that the patient had better results. Further follow up information received reported that the implantable neurostimulator (ins) system was explanted due to pain at the ins pocket site. The patient status at the time of the report was alive with no injury. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).